Event description:
It was reported the patient passed away on (B)(6) 2014. The cause of death is unknown and it is unknown when the device was explanted.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: there is no alleged device failure to meet specification. The ipg was received at low battery and stim off. After being fully charged, it passed all functional testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.